Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed unexpected restart error and she was unable to clear the alarm due to unresponsive buttons; none of the buttons were responding. The patient's blood glucose at the time of incident was in the 500 mg/dl range. Troubleshooting was declined for the high blood glucose. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the operating currents or unexpected restart error alarm due to no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.